Manufacturer narrative:
(B)(4). Product analysis: the device was discarded; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the delivery catheter system (dcs) caused an aortic dissection and subsequent cerebral hypoperfusion. Computed tomography (CT) scan confirmed an ischemic stroke had occurred. One day following implant, the patient died. The cause of death was cerebral hypoperfusion caused by aortic dissection.

Manufacturer narrative:
The correct aware date was november 21, 2018. If information is provided in the future, a supplemental report will be issued.